Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c sodium result of 170 mmol/l that retested normal at 140 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c sodium result of 170 mmol/l that retested normal at 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. List number 09d28-04 ict module and part number 7-205228-02 nozzle c4 #1, #4, #5 (rohs) were replaced to resolve the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . Review of the scorecard identified no similar issues related to the alinity c system and for the likely cause part. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no deficiency was identified of the alinity c processing module serial number (B)(6) was identified.